Manufacturer narrative:
Integra has completed their internal investigation on april 7, 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; no sample will be returned for evaluation. No pictures were provided and therefore the event could not be confirmed. DHR review; no lot number was reported as part of this event. Complaints history; (trend analysis) upon review of integra's complaint system from (B)(6) 2014- (B)(6) 2016, a total of (B)(4) complaints (including this one) related to adverse reaction for biopatch product family. The complaint distribution is as follows: (B)(4) in 2014, (B)(4) in 2015, and (B)(4) in 2016. Approximately (B)(4) units have been released for distribution since (B)(6) 2014 - (B)(6) 2016, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints' units in this category ((B)(4) complaint reported (B)(4) units) by the number of released units for distribution ((B)(4)) times (B)(4)(%). Conclusion: the reported condition ¿fullthickness burn¿ could not be confirmed since pictures were not provided by the customer. No assignable cause that could be associated to the manufacturing process of biopatch was identified. Although DHR could not be reviewed since fg lot was not provided, chg potency testing is performed as part of quality control incoming inspection and fg lot product testing procedures. IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ nonetheless, according to the cited journal ¿a (B)(6) old girl was admitted under the paediatric unit for the management of severe staphylococcal scalded skin syndrome (ssss) involving (B)(6) tbsa (total body surface area). The burns unit was consulted to assist with the management as it is very similar to that of a large dermal burn.¿ it is thus understood that the patient already had a skin condition similar to a burn (most likely making the skin sensitive prior applying the product). The IFU specifically says: do not use biopatch® directly over burn injury. Also, the patient was (B)(6) old girl and biopatch® safety has not been established in children less than 16 years of age. Also, according to the complaint description, the patch had been applied for eight (8) days. The IFU states that dressing changes should occur at a minimum of every 7 days. Since the safety of the product on children less than 16 years of age has not been established (this one was (B)(6) old), the patient should have been observed for the possibility of hypersensitivity reactions. Also, the product was not changed until the eighth day, one (1) day longer than the seven (7) days recommended in the IFU, which allowed an additional 24 hrs of exposure to the product without noticing that which was described as a chemical burn. In the case of adverse reactions the IFU states to discontinue use of the dressing immediately.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported in the australasian journal of dermatology (2015) 56 (suppl. 2, 1-87, "case report of a full-thickness burn following the use of a chlorhexidine patch": a (B)(6) girl pt presents with staphylococcal scalded skin syndrome (ssss) over 95% total body surface area (tbsa). The cvc site dressed with chlorhexidine impregnated cvc dressing (biopatch) as prophylaxis against line sepsis. After two week period of dressings with acticoat and ssd, all affected areas were healed with the exception of the area under the dressing which was in place for 8 days and showed the appearance of a full-thickness burn in the exact outline of the dressing. This area required excision, the tissue was sent for histopathology which showed the appearance of coagulative necrosis consistent with a chemical burn.